Event description:
A registered nurse (rn) contacted (B)(6) to report unable to aspirate blood, the tego present on arterial limb of cvc. Required tego replacement. Noted clot in the old tego removed. The patient involvement is unknown however there was no harm or adverse event reported.